Manufacturer narrative:
The product has not been returned for evaluation. However, the provided photos confirmed the report. Based on the current information, it is possible that the issue was caused by surgical conditions and the patient reaction to the implanted material. Based on the location of the cutting of the graft (at the point of cannulation), it is likely that the cannulation technique also caused damage or contributed to the damage to the graft. Per the IFU: "in addition, life threatening complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: excessive suture hole bleeding; thrombosis; thromboembolic complications; infection; ultra filtration or perigraft seroma; swelling of limbs; pseudoaneurysms; perigraft hematomas; skin erosion; steal syndrome; preoperative hemorrhage; aortoenteric; aortoenteric fistula. Rotate cannulation sites to prevent complications such as a disruption of the graft material and formation of a perigraft hematoma or pseudoaneurysm.". The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the product was successfully implanted and the graft was healing very well. However, after 2 months the patient returned to the hospital with pseudoaneurysm. During the operation to repair the pseudoaneurysm, the surgeon found that the graft was cutting from the point of cannulation. The patient is in good condition, the graft has been replaced with a jotec graft, and the situation is now resolved. Implant date: (B)(6) 2024. Explant date: (B)(6) 2024. Lot number: lvg2945.